Event description:
A surgeon reported a pt whose intraocular lenses (iols) have dislocated approx eight years following bilateral intraocular lens (iol) implant surgeries. The lenses were implanted by another surgeon. The reporting surgeon stated he plans on exchanging both lenses. Additional info was received from the surgeon who stated the lens exchange for the right eye has yet to be scheduled. Additional info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).